Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt unerwent generator replacement surgery approximately 2 months prior, at which time intraoperative device diagnostic testing was within normal limits, indicating proper device function at that time. It was reported that at a previous office visit following generator replacement surgery, device diagnostic testing also resulted in high lead impedance, but that at another office visit was within normal limits, indicating a possible intermittent connection at some point in the system. The pt denies any recent injury or trauma that may have damaged the ncp system. Review of the x-rays revealed a suspected area on the lead wires between the tie downs that could possibly contribute to a break in the lead coil wire. The connector pins appeared to be fully inserted into the generator header. No intervention is planned at this time as the pt still feels device stimulation and has not experienced an increase in seizure activity.